Event description:
Event: (cc# 98-00691) after iabp for about 30 minutes, the iab leaked. The iab was removed and a second iab was inserted into the patient. On 1/26/99, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complication]: none from the event - reported 6/5/98. [Patient's current status]: unk - rpt'd 6/5/98.